Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2017 (implant date) as no event date was reported. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2017. According to the complainant, post procedure, the patient suffered the following: pelvic and vaginal pain, dyspareunia, mesh erosion, leg and groin pain, extensive scarring, and other related conditions. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.